Manufacturer narrative:
Event date: 2015.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. Device evaluation indicated that the complaint was not verified. The battery depletion and sleep current were within the expected range. There was no excessive battery depletion when the device was turned off. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was unable to charge his ipg after a non-device related surgery wherein an electrocautery was used. The physician believed that the electrocautery may have damaged the ipg. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Event description:
A report was received that the patient was unable to charge his ipg after a non-device related surgery wherein an electrocautery was used. The physician believed that the electrocautery may have damaged the ipg. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).